Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.11 - stopcocks: luer lock thread is stripped or broken effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - nurse in room with patient checked icps, nurse leaves room and comes back to see transducer disconnected. New one set up.

Event description:
Nt821731c: nurse in room with patient checked icps, nurse leaves room and comes back to see transducer disconnected. New one set up.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #: (B)(4). Sterile date: (B)(6) 2024. Device history record review: unit has passed all tests with acceptable results. Capa005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line. CAPA is currently in the CAPA plan status. Complaint history review/trend analysis: (24 months review and percent of sales) 5 previously confirmed "integ-broke/disengage" complaints within the past two years. 39,176 nt821731c units sold within past two years. Failure rate: (B)(4). Risk management review: (identify hazard ID): a review of doc-035405 medical device hazard analysis (rev 10), identifies the hazard situation as "5.11 stopcocks: luer lock thread is stripped or broken." The risk level is considered moderate. Based on complaint of "transducer disengaged." This determination is based on the information received from the customer. Root cause/failure investigation: breakage was observed on all three stopcocks. System and patient-line stopcocks were cracked at the female luer and wall. The drip chamber stopcock cracked at the wall. Complaint drain was compared to a new eds 3 system; no deformations were noticed on the thread of the stopcock luer. Failure mode, detachment of the external transducer from the eds 3 system could not be replicated. Stripping at the threads could not be replicated as the crack on the female luer allowed the male luer to engage to the maximum depth allowed by the female luer. The external transducer remained secure and tight on eds 3 system with no signs of loosening. There was damage on the system stopcock, and damage on the patient-line and drip chamber stopcock. This indicates that the device may have been handled with external tools. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: could not be replicated.